Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Correction: h6 the reported event was resolved with troubleshooting steps provided by technical support. The device was not able to be paired due to bvvi following an off label MRI.

Manufacturer narrative:
Correction: g3 - first notification date should be 30 jun 2023.

Event description:
New information received notes the patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no bdfo due to off-label MRI use. Programming changes were made to restore normal parameters. The patient was stable.